Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the physician experienced a cuff miss. A second proglide was used with the same results. Hemostasis was achieved with manual compression. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The perclose device #1, part #12673-03, lot #62038-6h, is being filed under medwatch MFR #2953144-2008-00297.